Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post an implantable cardioverter defibrillator (ICD) changeout procedure the patient re turned stating the device had been "heating up" with the pocket being tender to touch and the device had changed positions in the pocket. An allied health professional (ahp) stated that the implant site looked excellent, without redness or edema, and was not hot to the touch at the time it was inspected. There was no drainage or open areas noted. Ahp did indicate that it appeared that the device was "sitting funny." The device was interrogated and all tests were normal. Further diagnosis will be completed when the patient consults with their physician. The device remains in use. No patient complications have been reported as a result of this event.